Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patient was taken to the hospital and diagnosed with an infection and abscess. The patient was given antibiotics but was not working so they went back to the hospital and the doctor drained the abscess and was given two different antibiotics (the patient did not know the names).